Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of alarm f-94 was determined to be a defective battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent. This is a product not distributed in the us and does not have a 510k number.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.